Event description:
Freestyle meter was giving high readings. Customer's family member performed 3 tests from the same blood sample with results of 12.1mmol/l, 10.9mmol/l and 3.2mmol/l. The customer's family also reported receiving freestyle readings of 26.9mmol/l vs. 14.1mmol/l on another occasion. These results vary more than 20%.